Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product identified signs of repeated use in the form of scuffs and the tip device was found to be fractured off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. The analysis identified the device fracture surface showed rotational river lines artifacts in opposite directions that suggests a torsional overload mode of failure. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed with the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: mechanical (g04) - drill.

Event description:
It was reported that a tibial drill fractured when drilling pegs. Attempts to obtain additional information have been made; however, no more information is available.